Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient has expired. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported/additional information was requested but not received.